Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for rv tip-to-rv coil lead impedance. Additionally, the rv defibrillation coil impedance was variable and out-of-range/high. In office testing produced variable rv coil impedance readings, but no noise or oversensing was seen. Reprogramming was completed and eventually the lead was capped and replaced. No patient complications have been reported as a result of this event.